Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced several months after implant. The reason for explant was due to the lv lead pulling back from it's original optimal position. The physician attempted to reposition the lv lead multiple times, but was unsuccessful. The physician therefore decided to explant this lv lead and implant a new lv lead. It was noted the patient was not receiving optimal biventricular pacing due to the lv lead pulling back. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The outer insulation integrity was also tested, but the lead did not pass due to a cut in the insulation at 46.5 cm from the terminal pin. This cut corresponds to a cut found in the suture sleeve. This damage was induced during the explant procedure. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Analysis did identify a cut in the insulation/suture sleeve due to the explant procedure.